Event description:
The event is reported as: during a procedure, the surgeon threw the capio device and noticed the needle tip had detached and was imbedded in the sacrospinous ligament. The needle tip was left in the pt. No reported injury to the pt was noted.

Manufacturer narrative:
Evaluation: method: no lot number and no product number was provided, based on this, no device history review can be performed at this time. Review of in-coming inspection records performed. Results: no results can be defined. No ncmr for needle breakage were found from records of 2009 through 2010, also, incoming inspection records were reviewed to verify that the following needles (143601, 143609, 155317) do not present any kind of damage that can be attributed to complaint description, finding that all of them were in compliance according to manufacturer's specifications. Conclusions: no root cause can be established due to lack of info about the product code and lot number to perform an investigation. No sample available for evaluation. If a lot number and product number becomes available at a later date, this investigation will be re-opened accordingly.